Event description:
A peritoneal dialysis pt has reported that he awoke to find that his catheter had become disconnected from the cycler set. The pt was treated prophylactically with antibiotics, but has suffered no known ill effect. The pt continues with peritoneal dialysis therapy successfully. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.